Event description:
Patient was in retention post-op, a14f catheter was placed and voiding trial was passed. Pod 2 the patient returned to an outside ed for another catheter placement. Patient came back pod 4 to have 0.5 ml removed.